Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6), 2004. Subsequently, it is alleged that the patient was revised on (B)(6), 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00984 / 00986). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in medical notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2004. Subsequently, it is alleged that the patient was revised on (B)(6) 2011 due to patient allegations of pain, grating sensation, squeaking and elevated cocr levels. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning , metallosis, and elevated metal ion levels. Review of the (B)(6) 2011 revision invoice history indicates that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 right hip revision operative report noted the revision was due squeaking noise, elevated metal ion levels and swelling. Operative report further noted the presence of dark gritty material in the bursa, black coal-colored tissue, a bursal sac, black staining of the tissue consistent with metallosis, osteolysis and cyst material. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in medical notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6), 2004. Subsequently, it is alleged that the patient was revised on (B)(6), 2011 due to patient allegations of pain, grating sensation, squeaking and elevated cocr levels. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning , metallosis, and elevated metal ion levels. Review of the (B)(6), 2011 revision invoice history indicates that the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00984-1 / 00986-1).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4). Product location unknown.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in medical notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2004. Subsequently, it is alleged that the patient was revised on (B)(6) 2011 due to patient allegations of pain, grating sensation, squeaking and elevated cocr levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.